Event description:
It was reported that the right ventricular (rv) lead was dislodged from the implant position. The physician attempted to reposition the rv lead, however, the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to extend the lead helix was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. An x-ray examination showed that the inner coil at the connector region was over torqued and some filars were found broken consistent with procedural damage. After cleaning and applying torque to the inner coil, the helix could be extended and retracted. The helix extension length was measured within required performance specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood and tissue and over torqued inner coil consistent with procedural damage.